Event description:
Customer reports patient experienced an increase in bilirubin levels after receiving tpn solution that was compounded using this automix compounder. Medwatch report received from customer indicates the patient has received tpn since birth and has a history of tpn cholestasis hepatitis. Patient has anemia of chronic disease. Patient has had line infection with multiple bacteria. Intralipids were discontinued in their tpn in 2004 due to continued cholestasis.